Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Bsc ID:(B)(4). Tw: (B)(4).

Event description:
Same case as MDR ID# 2134265-2018-03820. It was reported that stent dislodgement occurred. Vascular access was obtained via the radial artery. The target lesion was located in a coronary artery. After a guide catheter was placed in the lesion, a 3.50 x 38mm synergy ii drug-eluting stent (des) was advanced but it became stuck within the guide catheter in the radial artery. During removal, difficulty was encountered and it was noted that the stent was dislodged inside the guide catheter and it ripped off. The physician retrieved the dislodged stent using a snare. A 3.50 x 16mm synergy ii (des) was selected for use; however, the stent accidentally slipped and fell on the ground. The device was not used to the patient. The physician placed two more stents and the procedure was completed. No further patient complications were reported and the patient's status was okay.